Event description:
This is a duplicate of MFR report # 0001831750-2013-00816. The serial number (B)(4) and catalog number 6100003000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-00816 for full reporting of serial number (B)(4) and catalog number 6100003000 for this complaint.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-00816. The serial number (B)(4) and catalog number 6100003000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-00816 for full reporting of serial number (B)(4) and catalog number 6100003000 for this complaint.

Event description:
It was reported that the front legs will not latch on the cot.